Manufacturer narrative:
The device was returned to olympus for evaluation/repair and the evaluation found: bending section broken skeleton, scope leak test cut a-rubber, a-rubber cut was (non-olympus), image ¿ oes excessive broken fibers, d/e plastic c-body recommended (non-olympus), and a-rubber glue recommended (non-olympus). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the uretero-reno fiberscope had a broken distal tip. The issue was found during reprocessing and there were no reports of patient harm.